Event description:
It was reported that patient underwent revision of hip implant due to unknown reason. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign- australia. D10: associated products: item number: 650-1067, item name: cer option type 1 tpr sleve +3, item lot: 3246463; item number: ep-200160, item name: act artic e1 hip brg 28x54mm, item lot: 339230; item number: unknown, item name: unknown arcos stem, item lot: unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.